Event description:
It was reported that the patient had experienced a presyncopal episode. Interrogation revealed noise on the right ventricular lead. Lead revision was attempted but unsuccessful due to the patients anatomy. The lead was explanted and a replacement was implanted on the patients opposite side. The patient was stable following the procedure with no reported presyncopal episodes.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.